Manufacturer narrative:
Engineering evaluation: the gore® tag® conformable thoracic stent graft with active control system (cmds) device evaluation showed the following: · the findings of the evaluation are consistent with the reported event description that primary deployment of the device was not able to be initiated due to an additional loop around the pdl slip knot loop. H6: investigative findings and investigation conclusion codes.

Event description:
On (B)(6) 2021, this patient underwent emergency endovascular treatment using gore® tag® conformable thoracic stent graft with active control system for a rupture of a descending thoracic artery. During the procedure the physician attempt initial deployment, however strong resistance was felt after the primary deployment handle had been pulled for approximately 5cm - 10 cm. The primary deployment handle was unable to pulled off anymore and the catheter and the guidewire were bowed. The device was removed. The procedure was continued using a new device. The patient tolerated the procedure.